Event description:
Implant fracture of a dental implant that was phased out more than 7 years ago.

Event description:
Implant fracture of a dental implant that was phased out more than 7 years ago.

Manufacturer narrative:
Implant region 37 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant.